Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected to treat the left main artery. During the procedure, it was noted that the balloon burst occurred at 8atm. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified 2mm distal of the proximal markerband. Visual and microscopic examination of the blades and tip section of the device revealed no issues noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected to treat the left main artery. During the procedure, it was noted that the balloon burst occurred at 8atm. No patient complications were reported and the patient's status was stable.